Manufacturer narrative:
On 05/03/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt to mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the anterior aspect extending to the posterior, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary procedure with saline mentor breast implants of unknown type and experienced deflation on the left breast implant and a capsular contraction baker¿s grade ii on the right breast implant. Deflation and capsular contraction were diagnosed by the healthcare professional by mammogram on (B)(6) 2018. As a result, the patient had undergone explantation without replacement on (B)(6) 2018. This medwatch is for the left breast implant.